Event description:
It was reported that a pt experienced a shocking/jolting sensation at the ipg site after going through a security gate at macy's. The device was turned off at that time. The ipg was reprogrammed, not using electrode 3, which was reading greater than 4000 ohms with every pair. The pt still experienced a stinging sensation at the ipg site. Further info is being requested from the hcp.